Event description:
It was reported that the patient's transmission showed the lead had varying impedance and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:03. Daily pace impedance trend data shows an abrupt increase for rv pace=480 to 9584 ohms max between (B)(6) 2011 and (B)(6) 2011. Daily pace impedance trend data shows an abrupt spike increase for rv pace=456 to 2448 ohms max between (B)(6) 2011 and (B)(6) 2011, then returns to the baseline 448 ohms on (B)(6) 2011.